Event description:
Discrepant creatinine results for two patients were generated during one morning. Customer states in both cases, the erroneous results were reported and later corrected and no treatment occurred based on the initial results reported. Patient 1, initial result 2.4 mg/dl, repeat 1.0 mg/dl. Patient 2, initial result 3.5 mg/dl, repeat 0.7 mg/dl.

Manufacturer narrative:
The field service representative was unable to duplicate the issue or determine a cause but suspected patient sample handling to be involved. He checked reagent and sample probes, rinse mechanism and water bath. He noted that he replaced the gear pump head as a preventative measure. The field service representative ran diagnostics, calibration, controls and precision which were within specification.